Event description:
While testing the device an instrument error code appeared. Device was retested and reassembled as per instructions and still failed. Opened new device and completed case. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." Additionally the tissue pad was found to be partially melted. No pieces were missing. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present.